Manufacturer narrative:
The reported potential lot numbers are 21h025 and 21h027. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. After approximately 14.5hours the device appeared empty (the expected infusion time was not reported). It was further reported that there was no leakage on the device and no dampness at the PICC (peripherally inserted central catheter) site. The device was filled with 8g flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The reported potential lot numbers are 21h025 and 21h027. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. After approximately 14.5hours the device appeared empty (the expected infusion time was not reported). It was further reported that there was no leakage on the device and no dampness at the PICC (peripherally inserted central catheter) site. The device was filled with 8g flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the potential lot # 21h025 was manufactured on august 19, 2021 - august 20, 2021. H4: the potential lot # 21h027 was manufactured on august 23, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.